Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of cutting wire kinked.

Event description:
It was reported to boston scientific corporation that a jagtome revolution pro rx 39 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. Prior to the procedure, the jagtome was unable to advance through the scope due to bent in distal tip of wire. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.